Event description:
The complainant reported a (B)(6) male patient presenting for hemodynamic support prior to receiving CABG. During support, the patient was suspected as enduring hemolysis due to red color of urine. As treatment to prevent renal impact, haptoglobin was administered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.